Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead is under sensing. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).